Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implant date: (B)(6)-2010, explant date: unk; catheter model: 8709-1, pouch, lot #: n266141, implant date: (B)(6)-2010, explant date: unk; programmer model: 8835, serial #: (B)(4). Additional patient code: (B)(4).

Event description:
It was reported that patient had ptm (personal therapy manager) problems: unable to toggle to different screens such as therapy screen or give bolus, despite change in batteries. This started on 2011-(B)(6) early in the afternoon. Patient experienced an underdose as he was unable to give himself bolus doses. It was reported two days later that patient experienced withdrawal symptoms and was hospitalized due to symptoms of nausea and seizures. The ptm was not working as of 2011-(B)(4); all the buttons were not responding.

Manufacturer narrative:
Analysis of the programmer (model 8835, serial #: (B)(4)), revealed corrosion.